Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left proximal anterior descending artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 6atm and 8atm accordingly within 6 seconds each. However, at second inflation, it was noted that the balloon ruptured. The device was removed with the usual method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.